Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller working with pt who was recently implanted with intellis system and pt's stimulation was turned on around may 31. Pt reports unsuccessful communication between controller and ins at times and seeing "device not found". Pt is an engineer  and is concerned that the wifi and bluetooth in his condo is interfering with the controller telemetry. Technical services (tss) reviewed telemetry type used with controller and that other technology could potentially interfere with the distance communication. Tss reviewed changing positioning of controller to try to address the issue, ie positioning controller to side of body and/or moving controller closer to ins pocket. Caller will follow up with pt to discuss further.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the cause was not determined, but assumed emi. Rep reported the patient moved the controller closer to the implanted ins to resolve the issue, and rep noted that at this point, the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.